Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer observed the needle driver grip strength was not as expected on arm 1. The customer swapped out to another needle driver however the issue remained. The customer mentioned that the monopolar curved scissors (mcs) was used on the arm and no issues were present. The customer stopped using patient side manipulator (psm) 1 and was able to complete the procedure with the remaining three psms. It was noted that the clinical sales representative installed the instruments and there were no issues noticed. The technical support engineer (tse) advised the customer to swap to another arm if the issue returned to isolate the faulty component. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) went onsite and performed inspections of the cables and psm cable tension. Fse found cables were being obstructed on by a guide plate that had been physically pushed in. Fse removed and corrected the pushed in guide plate. A system was inspected, tested and verified as ready for use. A system log review confirmed the procedure date of (B)(6)2022 on system sh0512. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 psms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
A field service engineer (fse) revisited the hospital site and replaced the patient side manipulator (psm) due to the mounting bracket damage. The system was inspected, tested and verified as ready for use. Intuitive surgical inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure (physical damage along pitch / axis 2) during visual inspection. The wiring support tube will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.